Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to corrosion on the charger battery board. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the contamination. The patient received a replacement battery charger/modem.

Event description:
Download data from a (B)(6) male patient revealed that the patient was receiving battery charger faults. Zoll customer support contacted the patient and issued him a replacement battery charger/modem.